Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn0327 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer placed accucath 30g and perfect placement with no blood return. Add info rcvd 07/18/2022: a detailed description of the event: accucath placed with perfect placement, catheter advanced without any resistance. Once catheter is deployed in vessel no blood return retrieved. Patient complained of pain while flushing.